Event description:
It was reported that the customer is in the hospital and they were attempting to get into the care link, but the insulin pump had a frozen display. The caller stated that the customer was in the emergency room due to diabetes ketoacidosis. Troubleshooting was performed and found that the customer's insulin pump had a physical damage in the battery compartment threads. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, no delivery test and prime tests. The insulin pump had intermittent button response due to flattened button dome switch. No frozen display noted. The insulin pump had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.